Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of the common femoral artery using a pre-close technique after an abdominal aortic aneurysm procedure. Reportedly, a cuff miss occurred during the pre-closure technique and the device was removed from the patient's anatomy. Another proglide was used successfully to complete the pre-closure technique. Hemostasis was achieved after the interventional procedure with the proglide sutures. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: the facility reporter indicated the event occurred during the week prior to the date the event was communicated to the manufacturer representative. Therefore, date of (B)(4) 2010 is being used as the best estimate date. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.